Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007160 have already been previously tested in the (B)(4) on 20/feb/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report tw (B)(4) complaint test report. Device history record (DHR) review: the lot 6007160 was manufactured according to the wi version 114 manufactured in the line li50, on 17/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/feb/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6007160 and no other complaints have been registered in database for the same lot 6007160 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced eight infusion set's cannula crimped events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen and arm. Infusion set was in use for 3-4 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.